Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has a supplemental MDR will be sent.

Event description:
Report received from the USA stating that the device will not spin. It is unk if the event occurred during surgery. There was no pt or user injury. It is unk if medical intervention or a delay in surgery occurred. There was no additional info provided.